Manufacturer narrative:
A customer contacted haemonetics on (B)(6), 2012 to report that the cardiopat machine was not draining. A patient death was also reported and is currently being investigated. No operator injury was reported. A patient death was reported in association with an allegation of device malfunction. There is insufficient evidence at this time to confirm or refute the reported event. An investigation is pending and a follow up report will be filed when more information becomes available. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6), 2012 to report that the cardiopat machine was not draining. A patient death was also reported and is currently being investigated. No operator injury was reported.